Manufacturer narrative:
Additional devices listed in this report: cat # 540-11-50e, lot # 40572801, description: trident psl ha solid back 50mm; cat # 6720-0737, lot # 39661802, description: size 7 accolade ii 132 deg; cat # 6260-9-136, lot # mllvyh, description: v40 cocr lfit head 36mm/0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device is implanted.

Event description:
A patient from the (B)(4) study was admitted to hospital for a superficial wound infection. The patient required prolonged hospitalisation and antibiotics. It is reported that the event was not related to the study device and not related to the surgical procedure. The event was documented as resolved on (B)(6) 2012.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident liner was reported. The event was not confirmed. The device was not returned for analysis due to hospital policy. Medical records received and evaluation: insufficient information was received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
A patient from the (B)(4) study was admitted to hospital for a superficial wound infection. The patient required prolonged hospitalisation and antibiotics. It is reported that the event was not related to the study device and not related to the surgical procedure. The event was documented as resolved on 30th october 2012.